Manufacturer narrative:
The beckman coulter field service engineer (fse) inspected the instrument and found bubbles in the fluidic lines and determined the ratio pump stack required replacement. The fse replaced the ratio pump stack assembly to resolve the issue. The customer was satisfied with the service provided. No further action required. Section a2, a4 & a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported four (4) elevated sodium (na) patient results generated on their dxc 600i clinical chemistry system, (pn: a25639, sn: (B)(6). Quality control (qc) results were out of range or inconsistent, despite qc being within specification prior to the event. The customer noted getting a contamination error flag as well. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.